Event description:
It was reported that the colonovideoscope had the occurrence of momentary interruptions in endoscopic images. The issue was found during physical examination diagnostic procedure of the device. It was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Device returned and not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.